Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. A gastric ulcer is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2021, the patient experienced recurrent abdominal pain. On (B)(6) 2021, the patient underwent an exploratory endoscopy and was diagnosed with an ulcer in bulbar apex for d2 and an ulcer in the pyloric orifice. The patient is being treated with oral omeprazole 40 mg every twelve hours. On (B)(6) 2021, it was reported that the intestinal ulcer has improved and is continuing to heal.